Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The customer reported that on (B)(6) 2025 they had ¿false readings, landed in the hospital and caused me extreme amounts of stress.¿ no cgm or bg values were specified. No additional information on treatment at home or by a hcp at the hospital was provided. There was no report of harm or serious injury. Although requested, no other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional customer or event information is available.

Manufacturer narrative:
(B)(4).